Event description:
It was reported that during a low anterior resection procedure, the staples were unformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.